Event description:
The customer reported a false negative result for hepatitis b surface antigen (hbsag) for one patient sample. A positive result was obtained by two other methods. The sample was reported to the physician as positive for hbsag. There was no report of patient harm as a result of this event.